Event description:
It was reported that customer received a button error alarm. It was also reported that act button was not responding and that reservoir window was cracked. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a cracked display window and a cracked case near the display window corners. No button error alarms were noted. The pump also had no button response due to corroded keypad traces.